Event description:
The customer reported the system would not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.